Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detected and the initial drain alarm setting was inappropriately programmed. Should additional relevant information become available, a supplemental report will be submitted. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. The patient guide give recommended starting points when determining your optimal I-drain alarm volume." The patient guide gives recommended starting point for I-drain alarm setting as 70% of the last fill volume.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) (includes any standard mode therapy where the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:27:02. During night drain cycle one, the patient's ultrafiltration reading was 2199ml, indicating the home patient (hp) drained 2099ml more than their maximum programmed fill volume of 2000ml. No additional information is available.